Event description:
We received an allegation of questionable inr results for one patient tested on a coaguchek vantus meter serial number (B)(4). For meter testing, the patient used a different finger for each test. At 05:01 p.m., the patient's meter result was 3.1 inr. At 05:10 p.m., the patient's meter result was 2.3 inr. It was reported that two test strip lot numbers were used for meter testing. It was unknown which test strip lot number was used for each meter test. Test strip lot number 50772022 had an expiration date of 31-may-2022. Test strip lot number 52818122 had an expiration date of 31-jul-2022. The patient's therapeutic range was 2.0-3.0 inr. The patient's testing frequency is weekly.

Manufacturer narrative:
The test strips and meter were requested for investigation. Replacement product was sent. The meter and two test strips from lot 52818122 were provided for further investigation where they were tested using retention controls. Testing results (qc range = 4.1 - 6.8 inr): qc 1: 5.2 inr, qc 2: 5.3 inr. The obtained qc values were in the allowed range of the used combination strip lot - qc lot. All measurements were without error messages. On a regular basis, coaguchek strips of lots currently valid in the market are tested as part of routine retention testing and results have passed the internal inspection. The results alleged by the customer were observed in the meter¿s patient result memory. The investigation did not identify a product problem. The cause of the event could not be determined. Occupation is patient/consumer.